Event description:
A report was received that the patient underwent a surgical revision procedure. The patient exhibited inadequate stimulation, the device was reprogrammed, it was noted that contacts on the lead were out and the event at the time was considered to be resolving. The patient subsequently underwent a revision surgical revision. The event was assessed as not related to procedure and related to study device system. The event is now considered to be resolving.

Event description:
A report was received that the patient underwent a surgical revision procedure. The patient exhibited inadequate stimulation, the device was reprogrammed, it was noted that contacts on the lead were out and the event at the time was considered to be resolving. The patient subsequently underwent a revision surgical revision. The event was assessed as not related to procedure and related to study device system. The event is now considered to be resolving. Additional information was received that high impedances were displayed on the lead. The patient is part of the relief clinical trial study. The device was not returned to the manufacturer for analysis.